Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation and the reported balloon rupture was unable to be confirmed. Based on visual and functional analysis of the returned device, there is no indication of a product quality issue with respect to manufacture, design, or labeling. A review of the lot history record revealed no non-conformances. A query of the electronic complaint handling database revealed no other incidents for rupture reported from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat a lesion in the tibial artery with mild tortuosity and moderate calcification. A 5.0x20mm armada 35 percutaneous transluminal angioplasty (pta) catheter was prepped per the instructions for use and advanced without any resistance noted to the target lesion. However, pressure was applied in an attempt to inflate the balloon and a leak was noted from the distal tip of the balloon. The pta catheter was simply withdrawn from the patients anatomy. Another armada 35 pta catheter was used to complete the procedure. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.